Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the following defects were found, filter turret mechanism stuck, and front panel blinking/flashing/continuing turning on. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera ii xenon light source to the olympus service center. Upon inspection and testing of the returned device, the unit processor exhibited flashing lights. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.